Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the pump wasn't working and that the buttons were unresponsive; it was noted that the patient had not received insulin for 3 hours. There was no adverse event or medical issues reported. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/19/2017 with the following findings: a review of the black box showed data from the date of the complaint had been overwritten due to continued use. No activity outside normal use was found. No alarms or issues occurred during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.